Event description:
Smiths cadd medication cassette reservoir -ref 21-7002-24; lot 2015-01; 010x10-, a long human hair was found inside the device that should not have been present per (B) (4) guidelines. Dates of use: unk.